Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural infection ("catheter infection that required hospitalization") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, diabetes, vaginal bleeding, low back pain, spinal operation, dizzy, weakness, abdominal cramps, uterine bleeding, nausea, diarrhea, nabothian cyst, uterine fibroid, dysuria, fever, gerd in 2004 and heart murmur in 2004. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criterion hospitalization), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("severe pain after removal procedure"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, post procedural infection, genital haemorrhage and procedural pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural infection and procedural pain to be related to essure. The reporter commented: insertion details : 2 coils in left, 5 coils in right. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.